Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/14/2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of over 400 mg/dl, with chest pains, associated with intermittent power and damage to the pump. Reportedly, the patient discontinued pump therapy, required 3rd party assistance and was treated in the hospital with intravenous fluids. During troubleshooting with customer technical support (cts), it was revealed that the battery cap threads were stripped, the yellow o-ring was visible, the battery cap was unable to be tightened to the pump, and there was intermittent power. The battery cap had previously never been replaced and it was out of warranty. This complaint is being reported based on the allegation that the patient experienced hyperglycemia as a result of use error.